Event description:
It was reported that the programmer was unable to interrogate devices. It was further noted that the wireless telemetry would not work either. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event regarding general loss of telemetry, however it was confirmed there was loss of wireless telemetry due to the radiofrequency transceiver being out of electrical specification. Concomitant products: product ID r2290 software analyzer. (B)(4).